Event description:
Product analysis was completed on the returned lead. During the visual analysis of the second portion, coil1 was found to be broken. The fracture mechanism could not be ascertained due to pitting and mechanical damage. Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. Other than the above noted observations, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure.

Event description:
Patient underwent full revision surgery. It was noted that high impedance was still observed in pre-op and once in the operating room the surgeon tried connecting the new generator first and high impedance was still seen. The surgeon then moved forward with replacing the lead and then the impedance value was within normal limits. The explanted products have not been received by product analysis to date.

Event description:
Patient presented with high lead impedance and was referred for a full revision. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The explanted generator and lead were received. The generator underwent product analysis. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.961 volts, and the memory locations on the generator indicated that 50.002% of the battery had been consumed. There were no performance, or any other type of adverse condition found with the pulse generator. Product analysis for the lead is still underway.